Event description:
The following has been reported: time keeper error - error 30 -002. Reporting due to the referenced issue; no serious injuries were reported. More information is needed to complete the investigation.

Event description:
Device history record was reviewed, nothing linked to the reported event was found. Device history log was not provided, therefore no review could be performed. The subject device (model agilia sp, serial number (B)(6) ) was not sent back to our laboratory for analysis, and neither was the suspected defective cpu board. Therefore, no review could be performed and reported event could be reproduced, nor confirmed by our laboratory. However, reported issue was confirmed using provided video. As well, it is known that the subject device was put back in service by replacing the cpu board. Based on available information, the root cause of the reported event could be linked to a defective cpu board. However, since the subject device was not returned, the root cause of the reported event remained unknown (not returned). To our knowledge this complaint is not being related to patient safety. However, the complaint has been registered for statistical monitoring. This complaint is considered as valid. The trend is normal. The reported risk is lower compared to the estimated risk. For this issue as per our local procedure, we initiated no action.